Event description:
It was reported after transporting a patient down a flight of stairs, when the medics tipped the chair back to an upright position one of the transport wheels fell off. No injuries were reported as a result and the transport to the main stretcher was able to be completed using the chair.

Event description:
It was reported after transporting a patient down a flight of stairs, when the medics tipped the chair back to an upright position one of the transport wheels fell off. No injuries were reported as a result and the transport to the main stretcher was able to be completed using the chair.

Manufacturer narrative:
An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation. The reported issue was confirmed. The patient right wheel was missing from the chair and the threads on the patient right leg were found to be stripped. The cause of the stripped threads could not be determined. The necessary repairs to the chair were completed and the chair was placed back into service.